Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a user error - failed to follow therapy steps was not confirmed. The cause is that the patient reused the disposable set and/or solution bags. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During troubleshooting for a check lines and bags alarm that occured on the homechoice (hc) unit during use; the patient was not connected. The home patient (hp) stated that they had this alarm and only changed the cassette out. The technical services representative (tsr) advised the hp to cycle power and change out the cassette and bags all together and restart the setup. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone. The hp stated the hp has continued therapy no injury or medical intervention reported as a result of this incident.